Event description:
It was reported that when the equipment was started the cs300 intra-aortic balloon pump (iabp)  had a console error, it reported maintenance error #8. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component code, investigation conclusions). Corrected fields: d1, d4 (version/model #, catalog #, UDI#). A getinge field service engineer (fse) evaluated the unit and states that equipment with faulty fiber optic module. Fse resolved the issue by replacing the fiber optic module. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).